Event description:
It was reported that during an unk procedure, as the clip was malformed, the blood vessel was damaged. Additional suture was performed to stop the bleeding. Blood transfusion was not required. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.